Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 4 was mistakenly read as open even though it was closed due to the latch magnet had fallen out. A field service engineer replaced the latch insep to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer was closed, but the machine mistakenly believed it was still open. The malfunction occurred when a user tried to dispense medication to the patients, causing a delay to the patient's care. There were no adverse events or injuries reported based on this event.